Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The customer reported poor quality control (qc) results and calibration failures. A siemens customer service engineer (cse) was dispatched to the customer's site. The cse performed a total service call. The cse found a split in the aspirate probe 2 tubing. The cse replaced aspirate probe 2 tubing. The cse checked the luminometer function, which was satisfactory. The cse performed cleaning. The customer performed calibration and qc, which was acceptable. A siemens headquarters support center (hsc) specialist reviewed the data. Hsc concluded that aspirate probe 2 is responsible for removing unbound fluid from the cuvette during the wash process as it prepares the sample for reading. If there is a split in the aspirate tube, it is possible that the unbound material may remain in the cuvette, causing a higher than expected relative light units (rlu) result. Hsc could not confirm the cause of event. The cause of the discordant troponin ultra results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely high troponin ultra results were obtained on two patient samples on an advia centaur xp instrument. The initial results were reported to the physician(s). The samples were repeated on an alternate instrument at another lab, resulting lower. The corrected results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant troponin ultra results.